Manufacturer narrative:
Device evaluation: one cadd-solis vip pump was returned for investigation. No physical damage was found on the device. The pump was visually inspected and was tested for any signs of a malfunction and pressure failure. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that this ambulatory infusion pump failed flow rate by-9.8%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported. Additional information was received which indicated that the failed flow rate results were observed during the testing of the pump. There was no patient involvement.

Event description:
Information was received indicating that this ambulatory infusion pump failed flow rate by-9.8%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.